Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, (B)(6) is unable to determine the exact cause for this incident. (B)(6) has no open preventative action specific to manufacturing this product differently as indicated in the IFU (instructions for use) warnings section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage.

Event description:
Per cnf, it was reported that: event: difficulty inserting guidewire what type of guidewire was used?; starter if the guidewire was a bsc device, please provide the lot or j pos number; same j pos number was this during the initial insertion of the guidewire into the catheter?; yes was the catheter deployed without inserting a guidewire?; no please provide details regarding the circumstances leading to the occurrence; although a guidewire was inserted into the catheter, it exhibited extremely poor glide and felt snagged, so the catheter and wire were replaced and was resolved physician comments: patient outcome: no patient injury.